Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation there was no reported product deficiency. The reported patient effects of restenosis, angina, and nausea as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. While it is unknown if direct stenting may have contributed to the reported patient effects, it should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.

Event description:
It was reported via a trial that the patient underwent the index procedure on (B)(6) 2008. No pre-dilatation was performed prior to stenting the mid right coronary artery with one xience v stent. No procedural complications were reported. Beginning (B)(6) 2010, the patient was experiencing chest pain for which nitroglycerin was taken, and was associated at times with dyspnea and nausea occurring at rest and exertion. The patient was rehospitalized on (B)(6) 2010 and underwent percutaneous coronary intervention for treatment. The patient was discharged on (B)(6) 2010. No additional information is available.